Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the battery light of the sorin s5 system was illuminated during a procedure. There is no known patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and also noted a "battery test required" message. The user is new to the s5 and is was unfamiliar with the battery testing requirements. The user was trained on how to perform the battery discharge testing and the schedule it should be performed on. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the battery light of the sorin s5 system was illuminated during a procedure. There is no known patient injury.